Event description:
It was reported that patient experienced insulin flow blocked event on (B)(6) 2026. The blockage was at the site. The blood glucose level was high at the time of event and was treated via correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.